Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead were exhibiting high pacing impedance measurments greater than 2,000 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the patient was brought into the clinic and the out of range impedance measurement could not be reproduced. The patient was scheduled to come back for another appointment in the near future.